Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. No likely causes were reported by the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694958 implantable tachy lead 2005-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert with a memory test power on reset (por) on 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.